Event description:
It was reported that a charger intermittently failed to charge the pump unless positioned in a specific way, with no visible damage observed, and replacement supplies and education were provided. Customer care provided support which included customer troubleshooting and education regarding proper charger positioning. Investigation of this case revealed a functional charging issue consistent with an unreliable charger connection, with no concurrent pump alarm behavior reported. No clinical symptoms during the event reported. Outcomes included replacement supplies shipped. It was concluded, based on previously established findings for similar reports, that the cause was a malfunctioning charger requiring replacement.